Event description:
Procedure: lap hernia repair. According to the reporter: balloon burst as surgeon as inflating it at the 10th pump during lap inguinal hernia repair. Patient involved w.o injury. (B)(6); male. Additional information requested via email 1. Were all pieces of the broken balloon recovered? 2. Was there any unanticipated tissue loss as a result of this problem? 3. Was there any tissue damage as a result of this problem? A. If yes, describe the damage and provide details on how the damage was treated/corrected. B. Was the damage irreversible? 4. Was there blood loss of 500cc or more due to the product problem? 5. Did any additional blood loss resulting from this product problem require a blood transfusion? 6. Was surgical time extended by more than 30 minutes due to the product problem? 7. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) 8. How is the patient currently?

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date initial report sent 11/07/2014.